Event description:
It was reported that the customer experienced an elevated blood glucose that resulted in diabetic ketoacidosis; cause was unknown. As a result, customer was transported by ambulance to the intensive care unit (ICU) and experienced a urinary tract infection and was "near comatose". Further details and nature of the ICU visit were not able to be obtained. Multiple attempts were made by tandem¿s technical support to obtain additional information; however, no additional information regarding this event was provided.